Event description:
It was reported that patient underwent total knee arthroplasty may 10, 2011. Subsequently, a revision procedure was performed (B)(6) 2013, due to periprosthetic fracture. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."